Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was exposed to moisture. It was reported that insulin pump was submerged into water and as a result, display screen was blank and flashing white. Customer's blood glucose was 9.2 mmol/l. Insulin pump would be replaced

Manufacturer narrative:
The pump had a blank flashing white lcd due to a cracked lcd controller. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the blank flashing white lcd. The electronic assembly and motor had moisture damage. The pump had a scratched case, a cracked case at the battery tube side and a pillowing keypad overlay.